Event description:
Additional information received reported that the pump was replaced. The patient outcome was noted as "non-serious injury or illness".

Manufacturer narrative:
Product ID 8703, lot # j90069530, implanted: (B)(6) 1990, type catheter.(B)(4).

Manufacturer narrative:
Analysis of the pump and motor revealed feedthru anomaly; shorting across the insulator.

Event description:
It was reported that the patient's pump had a motor stall on the friday prior to report. At the time of report, the stall had not recovered and a "tube set" alarm was occurring. It was further noted that the patient had not had a recent MRI. The patient had presented with increased spasms, tremors, and nausea. The drugs used in this system were clonidine, bupivacaine, and baclofen.

Event description:
It was indicated it was prophylactic removal of pump to avoid in-vivo battery depletion. The patient recovered without sequelae.